Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of the implantable pacing lead (ipl), placement difficulty due to pre-extended fixation tip. The ipl was caught onto fibroid tissue and then was unable to retract in spite of multiple turns. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Analyst commented, the lead was returned with the helix bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.